Manufacturer narrative:
Correction data was added to the following fields, based on information clarified in call review: d4 - lot no : 45351. D4 - expiration date : 6/13/2021. D4 - unique identifier (UDI) #: (B)(4). H4 - device mfg date: 12/13/2019.

Manufacturer narrative:
The device was received with the needle deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases. The device was deactivated at 910 pulses. No damages or defects were found with the needle mechanism. The device functioned as intended. Even though no damages or defects were found the cause of the event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 326 mg/dl while wearing the pod between 24 and 36 hours on the hip/buttocks. While patient was reporting this pod for high bg levels, it was discovered that the pink slide insert did not fully move into the viewing window, which indicates a failure of the needle mechanism occurred. As treatment, pod was removed and a manual injection was delivered. The patient's blood glucose history is as follows: (B)(6).